Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown mynx grip vascular closure device (vcd) failed during deployment. The device was deployed rapidly and the black notch on the wire was not engaged. There was no reported patient injury. The neurointerventional fellow deployed the device, and staff indicated the issue was user error. The device will be returned for evaluation.